Manufacturer narrative:
Corrected information has been provided in h3. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: based on data log review and the clinical details provided, the patient's condition and a biomaterial ingestion event both are likely contributing factors to the report of decoupled placement signals. Retrograde pump flow: based on the biomaterial ingestion signatures noted in data logs leading up to the pump stops, the cause of the reverse flow warning was most likely a result of a biomaterial ingestion event that caused a high motor current pump stop. Pump stop: based on the signatures noted in data log review, the cause of the pump stop was determined to be most likely a result of biomaterial ingestion.

Manufacturer narrative:
D9: updated the devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report.

Manufacturer narrative:
Updated information: d4 UDI number updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 60-year-old female patient presenting with cardiomyopathy, scai shock stage d, with a history of known coronary artery disease (cad) and diabetes mellitus (dm). The impella 5.5 was exchanged and inserted without complication, with the act > 250 prior to insertion. The pump initially operated normally. The aortic (ao) and left ventricular (lv) placement signals were not overlapping, but after anesthesia began weaning pressor support, the ao and lv signals realigned. On tee, mitral regurgitation (mr) persisted, and pa pressures remained elevated, though slowly trending downward compared with the initial impella 5.5 placement. During support, the pump generated a ¿preventing retrograde flow¿ alert and then shut off. Attempts were made to restart the impella at lower p-levels, but based on the screen findings, motor current, and ao/lv placement signals, the team determined it was safest to remove the device and exchange it for a new impella 5.5. The reported events include placement signal issue, retrograde pump flow, pump stop, device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.